Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the anvil tilted/flipped prior to firing, and the stapler was not able to close or fire. This resulted in an extended surgical time of more than 30 minutes. The device was replaced with another stapler, to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the staple guide noted the presence of a full complement of staples. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Based on visual evaluation, the anvil was subject to misuse during clinical procedure considering complaint report stating that it happened ¿during a procedure, the anvil tilted/flipped prior to firing, and the stapler was not able to close or fire¿, functional test with no tilt issues with representative anvil, proper closure (approximation), anvil engagement, stapling and mechanism feedback; residue attached to shell assy and anvil, and complaint anvil properly assembled. Therefore, it is a likely event that anvil was subject to thick tissue while loading, and approximation for closure (clinical residue observed) causing difficulties for attachment and potentially leading to reopening for repositioning. The thick tissue when instrument is closing, could have exerted force. The scenario for misuse and thick tissue while closing are potential causes for ¿tilted prematurely¿ before contact for firing due to forces applied to the area that flips up aligning with crushed cutting ring area and difficult to close failure since anvil must be straight to be able to close. Also, this condition has been observed and replicated, with a representative anvil tilting if thick, but uneven thickness tissue is present while approximation, actuating as the external force. Functional testing found precluded due to the tilted anvil combined with the full complement of staples and intact cut ring. It was reported that the anvil tilted prematurely and the jaws were difficult to close. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the stapler with medium/thick staple size (purple) on any tissue that will not comfortably compress to 2.25 mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. Do not use the stapler if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.